Event description:
It was reported by the customer that their insulin pump was alarming. Informed customer alarm is due to the device being unable to detect the reservoir. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Customer stated that they do use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 116 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. No alarm was noted for the drive support disk. The occlusion and excessive no delivery alarm tests could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.